Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found; - the locking pin was broken off, the laser marking was faded and the light-guide fibres were partially broken based on the results of the investigation, it is likely that the following led to the malfunction: excessive force by the user. Improper handling (insufficient maintenance/bad reprocessing) by the user. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the telescope lock button had fallen off. The issue was found during preparation for use after reprocessing. There were no reports of patient harm.